Manufacturer narrative:
A visual inspection shows that the device has been manually advanced and is locked in the fully advanced position. The blue split cannula is intact. The white depth/penetration limiter has been trimmed to the surgeon¿s preference. A partial piece of an implant and portion of suture were returned. The implant was sheared in half. The suture is knotted around this piece lengthwise. Suture knotted lengthwise around the implant may encourage the t to pull back out lengthwise with it. This device requires manual advancement for each "t". There would be no "simultaneous deployment" as there is no mechanism for deployment on this device. Advancement of t2 may have been an inadvertent action. Simultaneous deployment cannot be confirmed. No further investigation warranted.

Manufacturer narrative:
Evaluation pending device return.

Event description:
A report of simultaneous deployment has been received. No patient harm reported. A backup was available to complete the surgery.